Event description:
It was reported that during a lap nephrectomy procedure two devices tore during insertion. A third device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
Tracking